Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead is still in service. It was reported that the patient with this right atrial (ra) lead exhibited infection. There were no additional adverse patient effects reported. All available information indicates that this ra lead is still in service.